Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009 that a customer had an issue with a catheter, continuous flow. Customer reports that the balloon burst when it was inflated by the clinician.